Event description:
Additional information was reported. The cause of the pump migration was not documented.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient participating in the product surveillance registry post market study. The patient received morphine (5.0mg/ml at 0.3178 mg/day) from their infusion pump. Their indication of use is non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015 pump migration and skin dehiscence at pump site were reported. Examination revealed the patient had dehiscence of their skin at the bottom portion of pump site with some exposure of the metal of the pump and erythema. There were no signs of infection. It was noted that the patient was unaware that the pump was exposed, but had noticed that there was some soreness to the area beginning three days prior to the examination on (B)(6) 2015. The pump was explanted and the catheter was capped off and abandoned on (B)(6) 2015. The patient was hospitalized and prophylactic antibiotics were administered. The pump pocket was drained on (B)(6) 2015. It was noted that cultures of the pump pocket were negative and the event was related to the device or therapy and was not related to the implant procedure. The event was reportedly resolved without sequela on (B)(6) 2015.